Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was noted that this ra lead dislodged because atrial flutter was observed having right ventricular signals on the right atrial lead based on electrograms. The ra lead was successfully repositioned. No adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.